Manufacturer narrative:
(B)(4). The device and leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated lead system experienced an infection. Antibiotics were administered to resolve the infection, then a pocket revision was performed where an anti-bacterial net was placed around the device. No changes were made to the associated leads. No additional adverse patient effects were reported.